Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on 8100 unit with error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Has error code 240.4150 come up on 810 unit, which has to with error on bottle side sensor, explain to tech. The sensor is read to high so the sensor most likely broken need to be replace and it is ok to replace both at that time. But you don't have to. Confirm part number for sensor an explain to tech. How to replace sensor on unit. Tech thank me for my assist.